Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user discontinued the ilet within several days due to perceived hyperglycemia, stating the device allowed glucose to reach 215 mg/dl and remain above target for approximately three days, and requested a return; no device alerts or alarms were reported and no back-up therapy, ketone testing, steroids, or medical intervention were used. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no emergency treatment, and no clinical sequelae. Investigation included complaint handling with user interview and review of product performance history. Investigation of this case revealed no reported device malfunction or component issue, and the event was assessed as hyperglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.